Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injections of vancomycin (1g, frequency and route not reported), injections of amikacin (150 mg, frequency and route not reported), injections of reflin (500 mg, frequency and route not reported), injections of fortum (500 mg in each bag, frequency not reported), tablets of cifran(orally, dose and frequency not reported) and tablets of flucon (orally, dose and frequency not reported) for the peritonitis. The cause of the peritonitis was unknown. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).